Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was very low r waves measured on the right ventricular (rv) lead. The lead was capped and replaced. During implanting of new lead, the lead was difficult to place on septum during initial implant procedure. Then after pocket was sutured, losses of capture and high thresholds were seen. While viewing under fluoroscopy, it was noted that the lead had dislodged. A second lead was opened and ultimately not used. The lead that dislodged was repositioned towards the rv apex. The lead remains in use. No patient complications have been reported as a result of this event.